Event description:
The reporter stated the surgeon implanted a 13.0mm implantable collamer lens in the pt's right eye (od) in 2009. The lens was explanted one week later due to excessive vaulting. Subsequently, the pt experienced elevated iop/pupillary block, shallowing of the anterior chamber and pain. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Secondary surgery.